Manufacturer narrative:
H3: the pipeline vantage with shield was returned for analysis. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found not opened due to damaged braid. No other anomalies were observed. Based on the analysis findings, the pipeline vantage shield was confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be not opened due to damaged braid. However, the root cause for damage could not be c onfirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the internal carotid artery (ica) posterior communicating artery (pcomm) with a max diameter of 26.50 mm and a 10.11 mm neck diameter. Landing zone: distal: 4.1 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was not administered. The angiographic result post procedure showed a good, well deployed flow diverter. It was reported that the pipeline vantage was not opening distally while deploying in the middle cerebral artery (mca). It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were not additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.